Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump had a cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture; perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.